Event description:
A spinal fusion was performed on my l5 and l6 at which time off label use of infuse was done. I had no knowledge that it was used. I ended up with excessive bone growth and I required an additional surgery a year later to remove the bone growth. I developed an infection and had to have another surgery to clean it out. I have permanent nerve damage that causes extreme pain in my hips, legs and feet.